Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for issues with the mechanical separator for the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications.

Event description:
It was reported that during the use of the bd p100 blood collection system for plasma protein preservation the mechanical separator broke from the stopper. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that during the use of the bd p100 blood collection system for plasma protein preservation the mechanical separator broke from the stopper. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.